Manufacturer narrative:
The customer¿s report of leakage was confirmed. Visual inspection noted that the lower part of the set was missing (including the smartsite y-site component). 15cm of blue tubing were present below the in-line filter component; which indicates that the smartsite y-site had separated from the tubing. A closer inspection noted that solvent was present on the tubing. The root cause of the leak was a manufacturing issue due to tubing not pushed all away into the smartsite inlet port.

Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated in section : "other#". The 510k number provided in section is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests that during a atezolizumab infusion a leak was observed. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident .